Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cartridge change error occurred. The customer did not load the cartridge properly. Upon reloading the cartridge, a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 104 mg/dl.